Event description:
Customer reportedly obtained results of 311 mg/dl, 289 mg/dl, 190 mg/dl, 500 mg/dl, and 192 mg/dl on the compact plus system within 10 minutes. No action taken on the device results. No adverse event reported. Requested return of suspect system, however strips are unavailable for return. Replacement was sent.